Event description:
It was reported the patient's ipg is inoperable. The patient is to consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.